Event description:
It was reported that when an asymptomatic patient presented in clinic for follow up, far-field r-wave oversensing on the atrial channel was observed. Programming changes were recommended.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.